Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly after she inserted a brand new battery into the device. The patient's blood glucose at the time of incident was 102 mg/dl. Troubleshooting was initiated for the blank display. The insulin pump had a damaged battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.